Event description:
Complaint in a litigation file brought by an inmate from a correctional facility alleges that, following implant of the neurostimulator device in 2002, the patient suffered burning, jolts, shocks and pain in the spine.